Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotic sigmoid colectomy procedure that the white washer fell out into the abdominal cavity and had to be retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 10/04/2021 d4: batch # 148a19 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present. The anvil and lose uncut breakaway washer were also returned. Nothing unusual was visually observed on the washer other than serrated tool marks, likely from a grasper used to retrieve the washer intra-op. The washer was installed into the anvil, it snapped into place and stayed put as normal. A new washer was installed, and the device was fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: device was received with staples present. The anvil and loose uncut breakaway washer were also returned. Nothing unusual was visually observed on the washer other than serrated tool marks, likely from a grasper used to retrieve the washer intra-op. The washer was installed into the anvil, it snapped into place and stayed put as normal. A new washer was installed, and the device was fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.